Event description:
Caller states the patient tested 2.1 inr, 2.1 inr, 1.7 inr and 1.5 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.